Event description:
Customer reported experiencing cartridge alarm 20 and 30 during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was advised of necessary procedures upon receiving the replacement. Customer acknowledged instructions for returning the problematic pump and shipment details, and a replacement pump was sent with updated software.